Event description:
It was reported that during a ptca procedure, deployment difficulties were encountered. The liberte monorail stent was unable to be deployed despite several attempts. Damage was noted on the stent following the unsuccessful deployment attempts. The procedure was completed with another of the same devices. No patient complications were reported. Additional information has been requested regarding this event.